Event description:
It was reported that, during an in-clinic follow-up, episodes of r wave amplitude variation and noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support (ts) was contacted and recommended that the physician perform provocation testing to determine if the event can be reproduced. No intervention has been performed at this time. The patient was stable.